Event description:
A report was received that a patient experienced burns from his charger and discontinued using stimulator over 2 years ago. The patient reports that the charger burned him several times, his skin blistered and he experienced a heat rash. The patient did not seek medical treatment for the burns. The patient also experiences pain when he lies on the side where the ipg is implanted.